Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the indeterminate endoleak was determined to be a type iiib endoleak of the distal main body. This is consistent with the reported adverse event/incident. The proximal stent diameter was 38.3mm with intrastent thrombus. The left common iliac artery had an area of poor apposition with the inferior stent margin sitting in a 90 degree angle. An angiogram would confirm if any other endoleaks are present beyond the type iiib. Device, user, procedure or anatomy relatedness could not be determined. Procedure related harms could not be determined. The final patient status was reported to be pending an additional endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated. B6: relevant tests and lab data has been updated. G3: date received by manufacturer has been updated. H6: investigation type codes: remove code 4118. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2018. On (B)(6) 2026, during a routine follow up a potential type iiib endoleak was identified. An angiography and a potential intervention is planned for (B)(6) 2026.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Available patient medical records and imaging studies have been received for evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2018. On (B)(6) 2026, during a routine follow up a potential type iiib endoleak was identified. An angiography and a potential intervention is planned for (B)(6) 2026.